Event description:
Customer the insulin pump had three cracks on the lcd screen that go out to plastic part of the pump. Customer's blood glucose was 279 mg/dl. Customer was unsure how the damage occurred. Customer was advised to discontinue use of the event and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and a cracked reservoir tube window.